Event description:
It was reported that the cadd-solis pump had an unspecified malfunction. No patient injury or complications were reported in relation to this event.

Event description:
It was reported that the cadd-solis pump had an unspecified malfunction. No patient injury or complications were reported in relation to this event. Additional information was received indicating that there was no patient involvement with respect to this event.

Manufacturer narrative:
Evaluation results: one cadd-solis hpca was returned for investigation in used condition. The downstream occlusion sensor was observed in the event history log. The investigator inspected the pump and found the following: a missing battery door and fluid ingression around the downstream occlusion sensor. The pump failed the functional tests that were performed. The downstream occlusion sensor was replaced to address the aforementioned product problems. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator attributed the product problems to customer use.